Manufacturer narrative:
(B)(4). Date sent: 11/3/2025 additional information : procedure (B)(6) 2022: a 48-year-old white female underwent an elective laparoscopic gastric bypass following completion of a comprehensive bariatric program. During the procedure, the echelon stapler was utilized effectively and without complication. A white load of staples on the 50 mm echelon stapler was used to transect the jejunum. Subsequently, a 60 mm echelon stapler with white load staples was employed to perform a side-to-side jejunojejunostomy. The surgical team widened the left lateral trocar site to accommodate a 23 mm stapler and anvil, then closed the resulting stomach defect using two blue loads of staples on the echelon stapler, resulting in the removal of a small gastric specimen. The gastric pouch was formed using multiple staple firings, beginning just below the circular stapler anvil and continuing with three additional firings. All staple loads used in pouch formation were reinforced with peri-strips to enhance staple line integrity. For the gastrojejunal anastomosis, the bowel was opened at the staple line and telescoped over the 23 mm stapler. The anvil was deployed through the antimesenteric border of the bowel, docked with the previously placed anvil, and fired to complete the end-to-side anastomosis. The procedure concluded with no evidence of leakage or bleeding, confirming the stapler¿s successful performance.

Manufacturer narrative:
(B)(4). Date sent: 9/23/2025. D4: batch # unk. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient who underwent laparoscopic roux-en-y gastric bypass on (B)(6) 2022 during which an alleged 60mm echelon stapler was used to create the gastric pouch and anastomotic connections. Operative note provided states jejunum was transected with white loads and the jejunojejunostomy was also created with 60 mm white reloads. A 23mm circular stapler and blue loads with peri strips were used to form the pouch. No difficulties are noted with any staplers. Leak test performed was negative and no evidence of bleeding. Pleading alleges that immediately following surgery, patient began experiencing postoperative complications. The notice goes on to allege possible stapler misfire resulting in incomplete staple line formation that caused a leak and subsequent abdominal contamination. The notice states the perforation at the jejunojejunostomy was discovered in the emergency room. No records are provided beyond the initial operative report.